Manufacturer narrative:
Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED is prompting a "replace battery pack now warning. They reported this did not occur during patient use.